Event description:
(B)(4) 2010: stryker ceramic on ceramic hip replacement was implanted on (B) (6) 2009. Ten months post op, pt is experiencing squeaking when rising from a squatting position. Pt denies any pain.

Manufacturer narrative:
An event regarding squeaking was reported. The exact cause of the event could not be determined from the info provided. Additional info such as the explanted devices, device details, pt demographics, clinical and medical records, operative reports, post primary and follow up x-rays would be required in order to carry out a complete investigation. If additional info becomes available, the investigation will be reopened.